Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was currently hospitalized due to a blood glucose level of 712 mg/dl. Customer was wearing the insulin pump at the time of the incident. During troubleshooting, the insulin pump did not show any malfunction. Per the customer's request, the customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. The insulin pump passed the displacement accuracy test. The insulin pump received with minor scratched lcd window and cracked reservoir tube lip.